Manufacturer narrative:
Product analysis: sluggish performance was unable to be confirmed. A system error was found in the programmer's logs. The printing issue was unconfirmed. The hard drive was found to be out of electrical specification, and the stylus tip was found to be out of mechanical specification, but functionally fine. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was replaced and re-imaged, the software reloaded and updated, and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's performance was sluggish and that the programmer was crashing with an error code displayed. It was further reported that the programmer was unable to print via the universal serial bus (usb). The programmer was returned for service. There was no patient involvement.